Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarm. The device was received with all buttons responding properly. However, moisture damage noted at the keypad traces. The device was received with cracked case at the display window corners, battery tube threads, and scratched screen.

Event description:
It was reported that the customer's insulin pump alarmed during rewind. The blood glucose reading was 124mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.